Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient explanted iol with clinical reason residual refraction. The iol was exchanged for monofocal same company lens 18 days following the initial implant procedure. In the surgeon¿s opinion, the product cause or contribute to the event. There was no further impact to the patient. Additional information has been requested but no information is available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).